Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had high impedance, noise and was oversensing. Lead remains in use and no patient complications have been reported as a result of this event. It was further reported that the lead had an insulation breach. The lead was capped and replaced.

Event description:
It was reported that the right ventricular lead had high impedance, noise and was oversensing. The lead remains in use noting a possible replacement. No patient complications have been reported as a result of this event.